Event description:
After drawing a patient, the phlebotomist allegedly activated the eclipse shield and heard the "clicking noise" the eclipse makes when activated. The phlebotomist then proceeded to remove the tube and discard the needle. The shield was never truly activated and locked into position and the accidental stick occurred to the phlebotomist hand.